Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support (cts), the dexcom receiver was powered off. Customer indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. No additional patient or event information was available.